Manufacturer narrative:
E1, last name and h4 - device MFR date: correction. H4, device MFR date is unknown. No information is available based on the reported serial number. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a bubbled/damaged downstream occlusion (dso) seal¿ was confirmed through visual inspection and the probable cause was a lifting dso seal. Further investigation found fluid ingress, rust, and mold. Unit was deemed beyond economical repair due to fluid ingress, rust, and mold. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the device had a bubbled/damaged dso seal. There was no patient involvement and harm.